Event description:
Complainant alleged that clinicians were attempting to pace a pt. The device's pacer rate was set at 60 pulses per minute but the device was unable to capture the pt's heart rhythm. The device's milliamps were increased from 50ma to 60ma and then to 70ma, however the pt's heart rhythm did not increase. Clinicians increased the pacer rate to 80 pulses per minute, resulting in a captured heart rhythm of 60 beats per minute, with obvious jerking movements from the pt. Complainant indicated that another device was obtained that captured the pt's heart rhythm at 80 beats per minute, using 30 milliamps. Complainant indicated that the pacing pads were checked, and there was good pad contact. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the facility's biomedical department were unable to duplicate the reported malfunction.